Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure on (B)(6), 2010. According to the complainant, they were unable to get the unit to deliver any energy while in bipolar mode. The account noted that the unit worked properly while in monopolar mode. The complainant was able to bring in another endostat ii electrosurgical unit to complete the procedure.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure on (B)(6), 2010. According to the complainant, they were unable to get the unit to deliver any energy while in bipolar mode. The account noted that the unit worked properly while in monopolar mode. The complainant was able to bring in another endostat ii electrosurgical unit to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The returned endostat ii electrosurgical unit presented with a damaged patient plate connector. Once this component was fixed, the unit passed an electrical evaluation. Aside from this damage, the unit was in fair physical condition, with all other knobs and switches functioning properly. The condition of the returned device was consistent with the complaint of no energy delivery; the complaint was confirmed. Once this component was fixed, the unit passed all evaluation protocols. The most probable cause of failure is wear and tear from repeated use. A review of the device history record (DHR) was performed; no anomalies were noted. Additionally, analysis of the foot switch (which was returned in conjunction with the unit) revealed that there were intermittent connections issues with this device. Please see manufacturer report # 3005099803-2010-02182 for additional information regarding this foot switch.